Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The physician decided to schedule a replacement procedure later on. This device was replaced and is not expected to be returned as it was retained by the hospital as clinical practice. No additional adverse patient effects were reported. The complaint was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The device emitted beeping tones. Physician decided to schedule a replacement procedure later on. This device remains in service. No adverse patient effects were reported.